Event description:
The pump was returned due to 'end of life?. No other clinical information was reported. Additional information has been requested. A follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
Additional evaluation results: analysis revealed gear 4 upper shaft wear and caking in the jewel, causing an intermittent stall.